Event description:
A 48 year old female, 17 years status post bilateral breast augmentation with silicone implants. Pt admitted for bilateral capsulectomies and implant exchange because of ruptured implants. No info is known on MFR of implants. No known adverse effect on pt as of this time.